Manufacturer narrative:
Conclusion: a temporal relationship between the liberty cycler in the need to be disconnected from ccpd treatment on (B)(6) 2017 resulting in the need to be transported to the hospital by the fire department and subsequently admitted exists. However, there is no documentation showing a causal relationship between the liberty cycler, the hospital admission and/or the reported adverse event and reported reason of hypotension. Additionally, there is no allegation against any fresenius products and the adverse event. Since, the medical records provided did not include information related to the hospitalization the potential causality cannot be determined. There is a possible association between the reported hypotensive event and hospitalization as a known side effect of peritoneal dialysis (malliara, 2002) and/or the effects of the medications the patient takes on a daily basis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On 08/15/2017 a call was received by the customer support line from a member of the san francisco fire department regarding stopping the patient¿s continuous cycler-assisted peritoneal dialysis (ccpd) treatment and disconnecting the patient from the ¿cycler¿ to take the patient to the hospital. No details of patient condition, or reason for needing to go to the hospital was provided during the call. A follow up call was placed on (B)(6) 2017 to the peritoneal dialysis registered nurse (pdrn) attempting to obtain information regarding the hospitalization. During the call the pdrn reported the pd patient with end stage renal disease (esrd) utilizing continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized from (B)(6) 2017. The pdrn stated the patient was admitted for ¿hypotension that resulted due to preexisting anemia.¿ the details as well as the blood pressure measurement during the event were unknown. The pdrn reported the patient was treated with mircera (dosage, route and frequency unknown), however the outcome of the medical intervention is unknown at this time. No other details of the hospital course were known. It was unknown if the patient continued renal replacement therapy (rrt) during hospitalization. As per the pdrn ¿these events were not related to dialysis.¿

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated they need to get the patient off the cycler to take her to the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6) 2017 for hypotension that resulted due to preexisting anemia. Pt was treated with mircera, and the outcome of the events were still unknown. The patient remained hospitalized as of (B)(6) 2017. Medical records were requested.